Event description:
It was reported that the patient presented in the ER pre-syncopal, close to fainting. The device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was caused by low battery voltage. No high current drain sources were found throughout testing. The battery was sent to the vendor for further analysis, and an internal battery anomaly was found to cause the low battery voltage.